Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump had a blank display. Replaced battery and walked through trouble shooting with no results. No blood glucose level reported. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specified range. No blank display was noted. However, corroded battery cap contact was noted. A cracked case near the display window corners was noted.